Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (belgium) all 8 contacts had high impedances. The patient underwent surgical intervention where the lead was explanted and replaced with a new one. A lead breakage was noted near the swift-lock anchor site. Post-operative all impedances were normal and the patient regained stimulation.